Event description:
The pt returned to the surgeon with incision that did not heal. Pt was on anti-rejection medication and there was necrosis the size of a dime around the incision and the collagen was visible in he needle track.